Event description:
It was reported the gastrovideoscope had crystals in the scope obstructing the view. The issue occurred during an endoscopic ultrasound. The procedure was prolonged greater than 30 minutes and completed with the same device. There were no reports of patient harm.